Manufacturer narrative:
The viper universal poly driver was returned for evaluation. Macroscopic examination found that the fracture occurred at the distal tip of the driver. Fracture analysis suggests that the driver underwent a quasi-static torsional shear failure. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause cannot be positively identified based on the information provided or returned sample, however there is evidence that the driver experienced a torsional shear failure. As there are no manufacturing issues or material defects or systemic trends, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician used uniplate cam tightener on 20mm uniplate and 24mm aegis screw, tips sheered off. Physician used t20 driver on inserted screw and tip broke off, then used mis poly. Screwdriver without threading outer sheath and broke tip off. Pedicle screws are under tapped. Sales rep confirmed tips were retrieved.